Event description:
It was reported the patient never had therapeutic effect. The device was implanted for "bladder pain" and not urgency and frequency issues. After implant the patient had severe pain that was "poking like a knife," and the pain was worse than prior to implant. The patient was admitted to the emergency room (ER) and had been to the ER every night since the device was implanted due to the severe pain. Per the reporter, the patient's doctor thought the pain was being caused by constipation, but the reporter stated the implant was causing the pain. The patient wanted the device removed, and the device was explanted the following day. The reporter stated everything seemed "fine," but no patient outcome was provided.

Event description:
Additional information. The lead was also explanted the same day the device was removed. It was noted the patient had multiple pain problems, and the device created more pain. No further details were provided.

Manufacturer narrative:
Lead, lot # v911747, explanted: (B)(6) 2012.

Manufacturer narrative:
(B)(4). Concomitant medical products: lead model 3889-33 lot #v911747 implanted: (B)(6) 2012, extension model 3095 serial #(B)(4) implanted: (B)(6) 2012, programmer model 3037 serial #(B)(4).